Event description:
Due to a technical failure of the device, the legs could be moved to the same position. The result was that the pt was out of lift transfer area (support area) and fell. The table and the caregiver caught the pt and let him down to the floor; the caregiver suffered from a sore neck due to the assistance they gave.

Manufacturer narrative:
Additional info will be provided following the conclusion of the manufacturer's investigation.